Event description:
As reported via another device manufacturer (abbott), an unknown cook roadrunner wire guide was used during a procedure involving implantation of a heart failure monitoring device. The other manufacturer's sensor/implant stuck to the delivery catheter and began to move proximally as the catheter was pulled back. Another manufacturer's wire was inserted and used to remove the sensor from the delivery catheter. The sensor then became stuck on the cook roadrunner wire, which was originally in place. The physician was unable to release the sensor from the wire, so the sensor and wire were pulled back into the right atrium and the sensor was released. A snare was then used to pull the sensor from the body. There were no adverse effects to the patient.

Manufacturer narrative:
It is unknown if the device will be returned. PMA/510(k) number= unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient or event has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: b1, h1: based on the information provided and the results of the investigation, cook has concluded that there is no evidence that the complaint device malfunctioned in any way, nor that the cook device caused or contributed to the serious injury. As such, the event is not reportable under FDA 21 cfr part 803. D9, h3: the device was not returned to cook for investigation. Summary of event: as reported via another device manufacturer (abbott), an unknown cook roadrunner wire guide was used during a procedure involving implantation of a heart failure monitoring device. The other manufacturer's sensor/implant stuck to the delivery catheter and began to move proximally as the catheter was pulled back. Another manufacturer's wire was inserted and used to remove the sensor from the delivery catheter. The sensor then became stuck on the cook roadrunner wire, which was originally in place. The physician was unable to release the sensor from the wire, so the sensor and wire were pulled back into the right atrium and the sensor was released. A snare was then used to pull the sensor from the body. There were no adverse effects to the patient. Investigation evaluation: the complaint device was not returned to cook for investigation; therefore, a device failure analysis could not be conducted. A lot number was not provided, and the lot was unable to be identified via sales data. Thus, it is unknown if there were non-conformance's or additional complaints on the lot. Attempts to obtain additional information were unsuccessful. Based on the information provided and the results of the investigation, cook has concluded that there is no evidence that the complaint device malfunctioned in any way. This complaint was reported as a serious injury based on information from abbott that an intervention (use of a snare) was required to remove a cardiomems sensor, during a procedure in which the unspecified cook roadrunner wire guide was used. There was no alleged malfunction of the cook wire guide. Additionally, information from abbott states that the cardiomems sensor/implant also stuck to it's delivery catheter during the same procedure, requiring that a wire be used to remove the sensor from the catheter, prior to the sensor sticking to the cook wire. As such, based on the information provided and the results of the investigation, cook has concluded that there is no evidence that the complaint device malfunctioned in any way, nor that the cook device caused or contributed to the serious injury. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.